Event description:
It was reported that the patient experienced hypoglycemia with a measured blood glucose of 56 mg/dl, without symptoms, and self-treated with oral glucose tablets. Symptoms included no reported clinical manifestations. Outcomes included transient low glucose that resolved with oral carbohydrate and no hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no contributory device component issue identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.